Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Customer¿s blood glucose was 274 mg/dl. Reportedly, the customer loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery.